Event description:
The customer observed a repeatable falsely elevated result using vitros immunodiagnostics product tsh reagent. This assay was run on a vitros eci immunodiagnostic system. The falsely elevated result was reported and the pt's physician questioned the result. A repeat of the sample on an alternate method yielded a lower result which was then reported and was expected for this pt. There was no report of pt harm as a result of this event.

Manufacturer narrative:
The user called ocd in 2008 and indicated that the lab discovered that there had been sample handling error which caused the incorrect sample to be assayed. Repeat analysis of the correctly identified sample generated appropriate results. Investigation into this event concludes that the root cause was operator induced sample handling error.